Manufacturer narrative:
H6: investigation summary: the customer reported the drip chamber came off the spike, and returned one photo of the incident. The physical sample was not returned for investigation. The supplier of the drip chamber/spike was contacted, and without the sample all they could do was do a batch review on the sample. There was no issues found, and they assured us there are quality measures in place to prevent this defect. This is not a trending issue, and there has been a negligible amounts of other complaints. Device history record review for model 11532269 lot number 23015130 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced separation and leaked. The following information was provided by the initial reporter: drip chamber came off of the spike. Infusion solution leaked out of bag during preparation in pharmacy.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced separation and leaked. The following information was provided by the initial reporter: drip chamber came off of the spike. Infusion solution leaked out of bag during preparation in pharmacy.